Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection approximately three and a half months post implant of their implantable cardioverter defibrillator (ICD) system. The ICD system was extracted. No further patient complications have been reported as a result of this event.